Event description:
During patient use, alarm silence led intermittently blinked on and off. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l patient info was not provided.